Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors are stretched, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. (B)(4): the device was returned and the primary analysis results revealed no anomalies found. Follow up with the primary physicians office was inconclusive and unable to determine cause of death or further information. No allegations or complaints have been made against the device.

Event description:
The internal pulse generator system was returned with no information, the patient expired 2 months after implant. Follow up was unable to get any further information. No complaints or allegations have been made against the device or leads.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Follow up with the primary physicians office was inconclusive and unable to determine cause of death or further information. No allegations or complaints have been made against the device.